Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's blood control feature failed to activate during use.the following information was provided by the initial reporter, translated from french to english: "the anti-reflux valve does not activate when using the catheter."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter's blood control feature failed to activate during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the anti-reflux valve does not activate when using the catheter."